Event description:
Gynecare gynemesh inserted during laparoscopic hysterectomy without patient's knowledge or consent in 2004. Patient experienced vaginal discharge with foul odor. Vaginal erosion was discovered in 2008. Placement of mesh denied by original surgeon. Hospital implant records revealed type of mesh used. Small part of mesh was removed three months later. Patient experiencing chronic lower abdominal pain; nausea; fatigue; changes in bowel habits. Scheduled: CT scan early 2009 and colonoscopy two weeks later.